Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the use of a non-olympus lamp for more than 200 hours (with the light volume not being of standard value), and the lamp having insufficient thermal grease could not be identified. [5.1 replacement of the examination (xenon) lamp] -never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire. -apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel mouth was chipped and was missing a hexagon wrench, a worn-out scope socket, a poor connection, and a non-olympus lamp life meter was reading at 200+hours - light output measured out of range and the lamp had insufficient thermal grease. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a colonoscopy procedure, the evis exera ii xenon light source spare bulb was on, even after it was changed. A delay of approximately 3 minutes occurred changing light bulb while the patient was under anesthesia. The intended procedure was completed with the same device. There were no reports of patient harm associated with this event.